Manufacturer narrative:
A 7f maximum hemostasis introducer sheath assembly, 12cm, was received for evaluation. In addition, each one of the following components were also received: cordis 6f brite tip guiding catheter, st. Jude medical 6f introducer sheath, touhy adapter, and snare. The cordis guiding catheter was fully inserted through the 6f introducer sheath. The snare was fully inserted through the cordis guiding catheter; the distal end of the snare was attached to a segment of the 7f introducer sheath. The touhy was attached to the proximal end of the snare. The remainder of the 7f sheath assembly was not attached to the preceding items. A segment of the sheath's distal was consistent with being forcibly separated from the remainder of the sheath; the mating ends of the sheath displayed torn and stretched material. Bends and creases were evident on both sheath segments. Four creases/bends existed at the following locations (referenced from the tapered distal tip): 0.45" (crease/bend, location of snare), 1.0" (crease), 1.22" (bend/crease), and 1.8" (crease). Based on the info provided to st.jude medical, the cause for the reported event could not be conclusively determined; however, the condition of the mating ends of the sheath were consistent with being forcibly torn apart. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment.

Event description:
It was reported six centimeters of the 7f maximum introducer was torn off. The detached portion was saved by an angiocatheter. Surgery was required to remove the detached portion using an angioplasty catheter. The pt was reported doing okay.